Event description:
At the beginning of the procedure and during use on the patient, the hub of the 6f cath diagnostic catheter ¿snapped off.¿ surgeon used a similar product to finish the case. There was no report of patient injury. This was a cardiac angiogram. No anomalies were noted when the device was taken out of the package. The device was not resterilized. It is unknown if the device was pulled from the packaging by the hub and if so where any anomalies noted at this time. The device was prepped following IFU instructions. There was no difficulty encountered flushing the catheter. It is unknown if the device was torque. There was no difficulty tracking through the vasculature. The target vessel/lesion characteristics are unknown.

Manufacturer narrative:
The patient's gender is unknown. The product is available for analysis, however, not yet received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Complaint conclusion: during use of a 6f diagnostic catheter for cardiac angiogram, the hub of a supertorque plus diagnostic catheter ¿snapped off¿. There was no patient injury. A similar product was used to complete the procedure. The device was not resterilized. No anomalies were noted when the device was taken out of the package. It is unknown if the device was pulled from the packaging by the hub. The device was prepped following the instructions for use. There was no difficulty encountered flushing the catheter. It is unknown if the device was torque but there was no difficulty tracking through the vasculature. The target vessel/lesion characteristics are unknown. A non sterile diagnostic cath f6 st+ jl3.5 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the hub of catheter was received broken/separated in two pieces. The broken hub and its separated piece were inspected under vision system. The hub edges on the area of breaking look as if tremendous force was applied until break/separation occurred on hub. Besides, marks were noticed on the separated piece of hub. No other anomalies were found. Sem analysis was performed to the received catheter¿s broken hub with the following results: the surface of the fracture of the hub exhibit areas that showed a brittle fracture since there are no deformations around the fracture area. Also an elongation was found and damages at the non fractured surface were found. It was not possible to determine what caused the damages but probably a pressure applied on the external section to the hub could cause the fracture. No visual evidence of any chemical degradation or cutting in the material was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿diagnostic cardiology catheter- luer hub-separated¿ was confirmed during analysis as the device was received with its hub broken/ separated. However, the exact cause could not be conclusively determined. Based on the information available for review, factors contributing to the damage could not be determined. The analysis notes that it appeared that force was applied to the hub. It is unknown if this occurred during handling or if shipping factors contributed to the damage. Neither the DHR nor the analysis suggests that the issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.